Event description:
Pt found not breathing by wife at home. Pt brought into hosp by ambulance. Advanced cardiac life support provided. Monitor showed low voltage ventricular fibrillation. Pt was defibrillated and had asystole with pacer spikes. Tried overdrive pacing without capture. Resuscitative efforts unsuccessful. Physician stated that he does not believe there was a pacer malfunction, but since it was a newly placed device, it was explanted for evaluation.